Manufacturer narrative:
The available information suggests this device and lead remain in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited shock impedance measurements greater than 125 ohms. The measurements were observed at the implant procedure following pocket closure. The pocket was reopened and a loose connection between the device and proximal coil terminal pin was found. The proximal coil terminal pin was removed from the device and reinserted with acceptable measurements observed. No adverse patient effects were reported.